Event description:
Eclipse, after upgrade to 15.6, using v13.7.15. User is getting range shift when inserting couch model in contouring workspace. The image, used in the plan with shifted range, contains a pixel matrix of 1090 x 684, generated in the contouring workspace when inserting a couch model - message that size is changed was acknowledged. Although the proton algorithm does not handle support structures, they always enter an appropriately shaped structure of type, none, included it in the body contour and assigned a hu that results in the same wet as the physical treatment couch. This has so far worked well in prior version v13.7 for them. Customer was advised not to use non-square images for pcs treatment planning. Site has not reported any serious injury due to this issue.

Manufacturer narrative:
Root cause: design defect¿software design error. No requirements existed regarding the support of non-square CT images. Proton couch structures are not available as models for support structures in eclipse. Models exist only for certain photon linear accelerator couch tops. These are not equivalent to the couch tops used on proton machines. The pcs algorithm does not support couch structures. The couch top must be incorporated into the body structure for the calculation to proceed. This may be accomplished when a photon couch structure is added to an image set in the eclipse contouring workspace, positioned posterior to the patient surface, use the boolean tool to merge the couch structure into the body contour, and the change the volume type to organ. Once this work flow is completed, the image set will be non-square. When it used with the pcs algorithm, the dose calculation will not provide a correct isodose distribution. Users must use square images with pcs algorithm for dose calculation. Varian has initiated a field action for this issue. All further information will be reported under 21 cfr 806. Issue was reported via 806.10 initial correction report 2916710-01-02-2019-0001 on jan 2, 2019.

Manufacturer narrative:
Varian ref: (B)(4). This has been determined to be recurrence of complaint (B)(4). Primary root cause of the issue is missing requirement regarding the support of non-square CT images by algorithm.

Event description:
Eclipse, after upgrade to 15.6, using v13.7.15. User is getting range shift when inserting couch model in contouring workspace. The image, used in the plan with shifted range, contains a pixel matrix of 1090 x 684, generated in the contouring workspace when inserting a couch model - message that size is changed was acknowledged. Although the proton algorithm does not handle support structures, they always enter an appropriately shaped structure of type, none, included it in the body contour and assigned a hu that results in the same wet as the physical treatment couch. This has so far worked well in prior version v13.7 for them. Customer was advised not to use non-square images for pcs treatment planning. Site has not reported any serious injury due to this issue.